Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the middle and distal end of left circumflex artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the middle and distal end of left circumflex artery. A 2.75 x 32mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: synergy ous mr 2.75 x 32 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal struts were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.